Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for patient via phone call that they had high blood glucose. Patient¿s blood glucose was 260 mg/dl. Patient's current blood glucose: 590 mg/dl. Customer treated for high blood glucose with manual injection. Customer reports they have contacted their healthcare provider regarding the high blood glucose. Based on customer report proceeding in troubleshoot per customer alleging possible insulin pump under delivery. Customer states the drive support cap appears normal (slightly indented). Customer is not calling back to perform an high pressure test. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. The insulin pump will not be returned for analysis.